Event description:
The device is part of a recall population and was reported to be drawing too much current.

Manufacturer narrative:
(B)(4). Method: device internal memory was reviewed. Conclusion: the component malfunction was found to be unrelated to the recalled component. Also the unit was returned and investigated prior to the initiation of the recall.